Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. The 2.0 x 15 mm mini trek balloon was prepped per the instructions for use (IFU), and advanced to the lesion. The balloon was inflated to 8 atmospheres (atm); however, during the second inflation of 8 atm, the balloon ruptured. A stent was used to treat the lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: product performance engineering reviewed the incident information and the analysis of the returned product. The balloon catheter was returned with blood and contrast visible in the inflation lumen and the balloon was loosely-folded, which is consistent with the attempted use of the device. A new indeflator was used in an attempt to inflate the balloon and the analysis confirmed that there was a radial rupture in the middle of the balloon. There was a bend noted in the hypotube, however, since this damage was not originally reported in the case description, the shaft likely became bent from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. As there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. The scanning electron microscopy (sem) lab analysis noted that the leak was found intersecting a fold with mechanical damage at the rupture edges. The sem report concluded that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. It is likely that the balloon material became damaged (scratched) from interactions with the tortuous and heavily calcified lesion such that upon the second inflation attempt, the balloon ruptured. Overall, in review of the reported information and the analysis of the returned catheter, the reported difficulties appear to be related to circumstances of the procedure. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.